Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture diagnosed by unspecified imaging and after the 2nd breastfeeding period, patient had lumps and irregularities in the right breast. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ lump/nodule: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side device rupture diagnosed by unspecified imaging and after the 2nd breastfeeding period, patient had lumps and irregularities in the right breast. The device has been explanted and replaced with a non-abbvie device.